Event description:
Cobalt allergy was noted after surgery and the implants needed to be replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.